Event description:
It was reported that the pt underwent a spinal procedure at t4-t8. The pt reportedly suffered paralysis 11 days after the operation. The revision surgery was performed approx two weeks post op. The t7 pedicle screw was reportedly "not suitable" and was explanted at the revision surgery. It was also reported that the complications were not related to the implants.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.